Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2012, the reporter contacted animas alleging the pump emitted multiple loss of primes throughout the night and this morning. The reporter just received this pump and started on it last night. Loss of primes started last night when she started on this new pump, and the reporter claims they have occurred every 3-5 minutes this morning. She claims that this morning she awoke with a blood glucose (bg) of 290 mg/dl, "felt hot", and had a dry mouth. The patient disconnected, primed pump and gave correction bolus and bg responded. She states she heard loss of prime alarm a couple of times throughout the night and disconnected and primed, but wonders if there was a lag time between when she actually heard the alarm and when it first occurred. She is using cartridges of unknown lot number because she is at work, but confirms cartridges are not expired; she just received this shipment from distributor. Customer technical support (cts) reviewed meaning of loss of primes and possible causes. No associated alarms in alarm history. Pump is not rebooting. Cartridge cap is secure. No sudden change of force or temperature to pump. Patient does not overfill cartridges. Cts advised her to change cartridge and monitor for repeated loss of primes. Advised she can have one loss of prime on cartridge and up to three loss of primes per month but should not be receiving multiple loss of primes on cartridge without known cause. The patient does not have a spare cartridge at work, but will change cartridge when she gets home this morning and will call cts if loss of primes continue. The blood glucose excursion does not meet the criteria for an adverse event. This complaint is being reported as the alleged product issue was not resolved with troubleshooting.